Manufacturer narrative:
(B)(4). Physio-control has provided the customer with options for device replacement and advised the customer that the device does not have repair options. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench) and would not complete a power cycle. There was no patient use associated with the reported issue.